Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results visual examination of the returned complaint device noted the clip assembly was not returned with the device, while the yoke was returned attached to the control wire. It was also noted that the device returned without the over sheath. The catheter was bent at the distal section. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Reportedly, the physician withdrew the clip and the catheter from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Reportedly, the physician withdrew the clip and the catheter from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.